Event description:
It was reported that the pt was able to urinate for approximately three months following the implantation of the pt's two implantable neurostimulators. The pt began to have trouble urinating in 2011. Within two weeks, the pt was unable to urinate. It was suggested that the lead wires associated with the left side neurostimulator (B)(4) were broken, and two of the lead wires associated with the right side neurostimulator (B)(4) were short circuiting. It was further suggested that one or both of the devices required explantation "within the next few weeks." The pt experienced pain for the previous seven months, experienced pain when sitting, and had difficulty sleeping at night. The pt frequently vomited due to the pain. No info was provided related to the pt's outcome. A follow-up report will be filed if additional info becomes available. This event was initially reported in maude event report (B)(4). A copy of this report is attached. See manufacturer report # 3004209178-2011-06927 for info related to the pt's concomitantly implanted neurostimulator.

Manufacturer narrative:
(B)(4).